Manufacturer narrative:
H3: product analysis ¿ as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a biohazard bag, and a shipping box. The rebar 18 catheter was not returned with the stent but appeared compatible with the solitaire stent device. ¿ damage location details: the solitaire stent working length was in good condition, while the non-working length was kinked at the tear-drop struts. Visual inspection showed no irregularities outside the proximal marker, but the marker coil was damaged. No other anomalies were observed. ¿ testing/analysis: due to its damaged conditions, the returned solitaire stent device could not be used for resistance testing. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire stent and marker coil were damaged. The damages likely occurred when the customer attempted to advance the solitaire stent device through the catheter against resistance. The root cause could not be determined, but possible causes include using a damaged catheter, vessel tortuosity, and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure, the solitaire fr stent could not be pushed into the microcatheter and had obvious creases, which raised suspicions of a quality issue. The surgeon encountered difficulty in pushing and delivering the stent into the rebar-18 microcatheter, and upon removal, observed creases on the stent body and at the connection. Resistance was encountered during the procedure, and stent damage was noted. A new thrombectomy stent was subsequently used, and the blood vessel was successfully opened.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.